Manufacturer narrative:
Complaint confirmed, the device was received with a broken tip. The device broke about 1 cm from the distal end. Circumferential abrasion marks were observed on the od of the device. The device od and material also met specifications. The cause is undetermined, however likely causes include prying/leveraging the device or hitting another object.

Event description:
It was reported the during a procedure, when the surgeon was drilling the proximal hole in the small vaultlock glenoid guide with the short 6.0 drill bit, while drilling with the drill bit it snapped in half. The case was completed by using another ar-9221 without further issue.